Event description:
It was reported that "the jaws of the applier were misaligned during use. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instruments was rev iewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4)-pc. Lot in january of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet -kenosha's manufacturing processes. Evaluation of the returned instrument shows that the jaws are slightly loose and misaligned to each other in the closed position. There was no visible damage found to the jaw pivot pin area on the outer tube assembly. We are able to validate this complaint for the returned instrument. We are unable to determine what caused the jaws to be slightly loose and misaligned to each other in the outer tube assembly but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and properly lubricated and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for repo rts of this nature.

Event description:
It was reported that "the jaws of the applier were misaligned during use. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.